Manufacturer narrative:
Pump passed functional testing including stop current test, run current test, self test, off no power test, unexpected restart alarm error test, seat & rewind, basic occlusion test, occlusion test, prime/compromised force sensor alert test, excessive no delivery test and displacement test. Motor passed motor test and no motor error alarm noted. Unit was received with failed battery test alarm due to corroded battery tube.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown. Customer advised they were able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.